Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a screw issue with the implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event is a duplicate of FDA report number 9614453-2018-02518. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.